Event description:
On 11/14/2000 and 11/15/2000, co learned that only one graft was confirmed to be involved in the complaint and the pt's condition is fine.

Event description:
The graft was noticed to "leak/ooze" blood from its walls (exact quantity unknown, but reported as substantial) when placed in the pt. Surgical was applied to stop the leakage. The graft was left in.